Manufacturer narrative:
The insulin pump had no button error alarms. All buttons function properly. The device passed the displacement test, rewind, and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion test and the excessive no delivery test due to the prime/fill anomaly. The motor passed the motor test. No damage noted on the keypads traces. The device had a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.